Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The device remains implanted, therefore, a product eval could not be performed. The event investigation is currently underway.

Event description:
It was reported that approx 4 to 6 weeks post stent graft implant, the patient presented with slow flow during dialysis. The patient had an x-ray and it was identified that a portion of the stent graft was occluded (collapsed). Therefore, using a balloon catheter, the physician re-opened the stent graft; however, once the physician removed the balloon, the device appeared to occlude again. Reportedly, the stent graft had been implanted successfully to treat a recurrent stenosis.